Event description:
Healthcare professional reported, "band removed at hospital. Tight+++ with 0cc - not tolerating fluids and solid most of time. Band removed. Stricture at band site - tight no fluid."

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Obstruction, stenosis and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be cause by edema, food, improper initial calibration, band slippage, pouch torsion, or patient non-compliance regarding choice and chewing food." "Caution: when adjusting band volume if fluid has been added to decrease the stoma size, it is important to establish, before discharge, that the stoma is not too small. ...a physician familiar with the adjustment procedure must be available for several days post-adjustment to deflate the band in case of an obstruction." "Caution: it is the responsibility of the surgeon to advise the patient of the dietary restrictions which follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight." Device labeling addresses the contraindication for patients regarding intolerance and stenosis as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported event of stricture/stenosis as follows: the lap-band ap system is contraindicated in: patients with congenital or acquired anomalies of the gi tract such as atresias or stenoses.